Event description:
The reporter stated that the device result was 193mg/dl. The user's daughter gave insulin and an hour later she passed out. The device was used and her glucose was 143mg/dl. Emts were called and about five minutes later their meter read 40mg/dl. She was given a shot of glucose and transported to the hosp, where she was given an IV and kept for observation. The device was replaced and requested to be returned for eval.